Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 400mg/dl, with nausea, polydipsia, and small ketones, associated with an alleged suspend issue. Reportedly, the patient remained on the pump, and did not receive any treatment above or beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed, the pump was suspending on its own. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a suspend issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2018 with the following findings: the black box data and suspend history for the date of the alleged issue is not available. The black box data revealed a manual suspend on (B)(6) 2018 at 20:36; insulin delivery never resumed. The available black box data revealed instances of manual pump suspends and manual resumes. On investigation, the pump was exercised for 24 hours without any self-suspension occurring. The pump was able to be manually suspended and resumed during the investigation. There were no hypersensitive of sticking keypad buttons. The pump passed delivery accuracy testing and the pump was found to be delivering as programmed. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.